Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced asthenopia and myopia. The iol was exchanged for the same model with a one diopter difference in power approximately four months following the initial implantation. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in a.2., a.3., b.3., b.5., b.7., d.10., d.11., e.4., h.3., h.6. And h.10. Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that the in the surgeon's opinion the cause of the event was myopia/ anisometropia.

Manufacturer narrative:
Additional information has been provided in h.3., h.6. And h.10. Evaluation summary: the lens was returned on a surgical sponge like material. Solution is dried on the lens. The optic is cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Qualified associated products were indicated. Two viscoelastics were indicated; only one is qualified for the lens/cartridge combination indicated. It is unknown if a qualified product was used. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The manufacturer internal reference number is: (B)(4).